Event description:
It was reported that during a returned order service test, the device was beeping constantly when turned on. The battery needed replacement and the lens was scratched. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operation of device is unknown. No information has been provided to date.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals were broken, and device was observed to be inoperable and exhibiting a continuous alarm, lens was scratched, observed to have fluid ingression on the downstream sensor. The device?s event history log was unable to be reviewed as it could not be downloaded. To conduct functional testing, the device was visually inspected but unable to perform testing due to faulty microprocessor unit board and continuous alarm but reported customer problem as duplicated. Microprocessor unit board, rtc battery and lens were all replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.